Event description:
The pt was a 40-yr-old female who was an insulin dependent diabetic. She had bilateral breast augmentation in 1989. Her diabetes has been present since the age of 20. The pt had a number of symptoms which may either be due to her diabetes mellitus or to her implant and had significant psychological distress from having these implants. Total capsulectomy was medically necessary because the capsule contained silicone which the pt may be reacting to.